Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Implant date: unknown. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the vendor packaging and labeling log was completed; no non-conformances related to this complaint were found in aforementioned file. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 95 degree dynamic condylar screw (dcs) plate broke post-operatively. Surgical revision was scheduled due to pain, irritation, and discomfort and less than desirable treatment outcome. The broken device was explanted on (B)(6) 2014. A surgical delay of equal to or greater than 30 minutes was reported along with unanticipated x-rays. The procedure was successfully completed. This is report 1 of 1 for (B)(4).